Event description:
Information was received from a manufacturer's representative (rep) and healthcare professional (hcp) regarding a patient with fibromyalgia receiving a dose of 5.8mg/day at a concentration of 50mg/ml of morphine for non-malignant pain. It was reported that a motor stall and recovery was seen at initial interrogation, the patient had not had a magnetic resonance imaging (MRI) scan. Patient reported some return of pain over the past two days but was not sure if this was device/therapy or disease state related. This pain was regarded as a gradual change in therapy/symptoms. It was also reported that the patient heard a critical alarm on (B)(6) 2016 but unsure of what for. Hcp interrogated the pump when patient was in clinic and did not see any active alarms. Patient's current status was unknown at the time of this report. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.